Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and observed that the monitor had chips on the exterior. Upon closer examination, the fse determined the machine fell from the wall.

Event description:
The customer reported a touch screen failure on their monitor. No adverse event was reported